Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2006 and mesh was used. T he patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. It was reported that after implantation the patient experienced pain, dyspareunia and incontinence. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with interstim system (medtronic). The patient underwent a surgical procedure on (B)(6) 2009 and stage ii interstim neurostimulator was implanted into the patient.

Manufacturer narrative:
(B)(4). It was reported that patient underwent stage I interstim with programming on (B)(6) 2009 by dr. (B)(6) due to frequency and urgency at (B)(6) hospital, (B)(6). It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with laparoscopic supracervical hysterectomy, lyso's of adhesions, urethropexy and cystoscopy with calibration.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.